Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. Three clips were used and the device had to be double fired each time. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Advancer. (B)(4). The analysis results found that the device was returned with the tip of the advancer broken. Upon firing of the device, it fed eight pear shaped clips and two clips with gap due to the found condition of the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.